Manufacturer narrative:
Date of the event (B)(6) 2017 is an estimate.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that suddenly the patient started to leak again about three days prior to the report. It was noted that patient had access to a patient programmer (pp), synced with it and stimulation was on. It was noted that patient had the ability to change programs and /or adjust stimulation, and it was reviewed for patient to consider increasing amplitude if medically appropriate. It was noted that patient was feeling stimulation in the correct area, resolving the reported issue. Patient increased stimulation to 2.0 from 1.5 and they were going to monitor the symptoms. Patient was redirected to follow up with the health care provider (hcp) if symptoms continued. No further patient complications were reported / anticipated as a result of this event.